Event description:
It was reported during a mca aneurysm embolization case the subject stent distal marker was not opened completely confirming the subject stent only partially deployed. When the physician released tension to try to re-deploy, the stent and catheter migrated. The device was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the stent device. During visual inspection the stent was returned deployed (fully deployed after procedure by operator) and was seen to be deformed. The stent delivery wire and introducer sheath were not returned. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed; however, the analysis results are consistent with the reported event. The returned portion of the device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'severely tortuous' which could have contributed to the event. It was reported that 'when deploying the stent, the operator retracted it to release the tension and began to deploy, but when the distal marker of the stent was seen opened but not opened completely, the microcatheter and the stent suddenly migrated. Because tip of the stent was already deployed, so the operator had to retract the stent and the microcatheter together out of patient's body and deployed the stent out completely on the table'. Per the stent device dfu, if a stent has started to be deployed, in general, the safest course of action is not to try repositioning the stent. Rather, continue to deploy the stent where it is and then deploy a second stent at the desired location. The deployed stent was slightly damaged/deformed towards the distal (open cell) end. The as reported event of the stent partial deployment and unexpected movement of device as well as the as analyzed damage of the stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during a mca aneurysm embolization case the subject stent distal marker was not opened completely confirming the subject stent only partially deployed. When the physician released tension to try to re-deploy, the stent and catheter migrated. The device was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.